Event description:
The recipient reportedly experienced a decline in performance. A CT scan confirmed that the electrode array has migrated. Device revision surgery has been scheduled.

Manufacturer narrative:
The recipient reportedly experienced swelling, drainage and pus at the implant site. The recipient reportedly developed a blister at the implant site. The recipient was prescribed oral antibiotics (type unknown) and topical bacitracin. The recipient discontinued using the device. The recipient's internal device had migrated causing the electrode array to extrude through the skin. The recipient's internal device was explanted. The recipient will be reimplanted at a later date. This report may be required by medical device reporting regulations contained in title 21 part 803. As provided in the title 21 section 803.16, it does not establish any causal relationship between this device and any event associated with use of the device, nor does advanced bionics® intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The external visual inspection revealed the electrode array was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed.

Manufacturer narrative:
The recipient is reportedly utilizing two external magnets for retention. The recipient is experiencing difficulty keeping the external equipment on while wearing eyeglasses. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient's implant site has healed. The recipient was reimplanted with another advanced bionics cochlear device. This is the final report.